Manufacturer narrative:
Findings: no unexpected excess no delivery alarms noted during testing. Passed displacement test, rewind test and basic occlusion test. Unable to prime during prime/a33 test due to faulty fsr (gold). Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer mother reported the customer had a prime anomaly on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer mother already changed all set without result. The customer was advised for high blood glucose contact healthcare provider. The customer was advised that the insulin pump will need to be replaced and returned.